Manufacturer narrative:
Findings: pump was received with a64 error alarm, unable to download history file using care link pro and unable to communicate with blood glucose meter due to faulty y1 on rf board. No cosmetic damage noted.

Event description:
The customer's father reported via phone call indicating that the patient insulin pump alarm rf pic failed self-test. Customer's blood glucose was 87 mg/dl. After the troubleshooting was done, customer was advised that the pump need to be replaced and stop using and revert to a backup plan.